Manufacturer narrative:
The catheter (sn: (B)(4) was returned, and analysis found the catheter body was broken. H3: the catheter (sn: (B)(4) was returned, and analysis found no significant anomaly. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter, product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-aug-2008, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 03-feb-2013, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-nov-11 regarding a patient receiving compounded baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the catheter was explanted due to a break, tear, or hole in the old catheter. Upon completion of a computerized tomography (CT) scan it was noticed that the catheter was in an uncommon place. The patient recovered without sequelae. No further complications were reported or anticipated.